Event description:
Patient reported right side "high degree of inflammation from her breast implants. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of inflammation/irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: inflammation/irritation.

Event description:
Patient later reported right side rupture. The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Clarification to d6b: explant date d6b will be a correction in this medwatch since the explant proof was only available on 01/30/2023 after the initial medwatch was submitted.

Event description:
Patient reported right side "high degree of inflammation from her breast implants". The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on the posterior side assessed as unidentified (tear) opening (shell thickness within specification). Inflammation/irritation: unable to observe as it is a medical event not related to the device. Additional observations: yellow particles were observed on the shell.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Inflammation/irritation: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient later reported right side rupture. The device has been explanted and replaced with non-allergan device.